Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, the service technician observed foam particles within the device. There was an error code present (error code not specified). The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.